Event description:
The physician reported that fluid was missing from previous fills and the patient expressed lack of restriction after adjustments. The office found the device to have a leak in the port septum and port replacement surgery was performed.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Allergan has not received the product at this time. Therefore, no analysis or testing has been done.